Event description:
It was reported that a jelco® saf-t wing® blood collection and infusion set was defective. The phlebotomist received a dirty needle stick when the butterfly used gave the audible "click" of safety engagement, however the very tip of the needle was exposed. The phlebotomist and source underwent testing. It was additionally reported that medical intervention was required, however details of the intervention were not provided. The outcome of the event was reported as resolved. No permanent injury was reported.